Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated device on (B)(6) 2014. On (B)(6) 2016 a follow up computed tomography (CT) scan showed an unknown endoleak. The physician completed an angiogram and identified a potential type 3b endoleak. The physician relined the original implant by implanting an additional bifurcated device as well as a infrarenal aortic extension to seal the leak. The patient is stable.